Event description:
It was reported that this right ventricular (rv) defibrillator lead was explanted due to noise and high out of range pace impedance measurement greater than 2,000 ohms. The lead was replaced with a subcutaneous system. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis. If the lead is received, this report will be updated with pertinent information upon completion of analysis.